Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is in progress.

Event description:
It was reported that a nurse got chemical burns when handling the system 6 battery during charging. She had to wash her hands for 45 minutes with soap and water. Her hands were red but not blistering. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that a nurse got chemical burns when handling the system 6 battery during charging. She had to wash her hands for 45 minutes with soap and water. Her hands were red but not blistering. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The complaint was not confirmed for leaking through functional evaluation, the battery passed all final inspection criteria. The battery was placed in parts retention.